Manufacturer narrative:
The actual lot number of the device involved in this complaint was not provided. As the lot number was not provided; it was; therefore, not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in the complaint was not available to be returned for evaluation; therefore, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the information provided, a document based investigation was carried out. Prior to distribution, geenen pancreatic stents are subjected to visual inspection to ensure device integrity. A review of the manufacturing records for the (B)(4) device involved in this complaint could not be reviewed as the lot number could not be provided. No corrective action is warranted at this time. The complaint could not be verified as the device was not returned for evaluation. This complaint represents an isolated occurrence for this issue, for this rpn over a 2 year time frame. However, complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
On (B)(6) 2011, after ercp, the (B)(4) device was placed to prevent pancreatitis from pancreatic duct to papilla with perarol approach. On (B)(6) 2011, during ercp for gallstone removal, migration of the device which was placed on (B)(6) 2011 was observed, then, it was repositioned to the original place. On (B)(6) 2011, migration of the device was observed again. It was retrieved by using eight wire basket, and another pancreatic duct stent (product name not provided) and biliary stent were placed. After that, the patient got infectious pancreatic cyst. On (B)(6) 2011, infectious pancreatic cyst was confirmed (with fever). Then, the patient was given laparotomic drainage on (B)(6) 2011. On (B)(6) 2011, the patient is still in hospital (114 days since ercp). After the patient got infectious pancreatic cyst, fistula in the large intestine and stomach was confirmed too. The following may be noted: the rpn or manufacturer's name could not be provided for the pancreatic duct stent and biliary stent that were placed on the (B)(6) 2011. It cannot be confirmed if the devices were cook medical devices. The patient got infectious pancreatic cyst.